Manufacturer narrative:
The injection system was returned to acist and functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to this event based on the data from the analysis of the injector. The acist contrast injection system is equipped with an air column detect sensor. The air column detect sensor senses air in the proximal end of the high pressure (injection) tubing. If air is detected in the tubing, all fluid delivery functions are disabled. Per the acist cvi user manual, the air column detect sensor is designed to aid the user in the detection of air columns in the injection line, but it is not designed to replace the vigilance and care required of the operator in visually inspecting for air and clearing air from the entire patient kit and angiographic catheter. The air column detect mechanism is to be used in conjunction with and to complement the user's other procedures for preventing air injections. Acist's risk management has appropriate risk mitigations in place for potential air embolism due to user error, including labeling describing air bubble precautions and the user manual which guides the user through set-up and purge of the injector system. Based on the testing of the injector, there is no evidence of device malfunction related to this event. The cause of the event is inconclusive. This report is closed.

Manufacturer narrative:
Dmrs were reviewed for the following acist consumable product models: model atp54, lot 16816g, model bt2000, lot 48923215, and model a2000, lot 48481070 for deviations, rework, and component substitutions. None of the dmrs reviewed provided evidence that either a deviation to process or component, component substitution, or rework of components/subassemblies were employed during the manufacturing of these products. All dmrs provided evidence that each lot number was built to the approved design specifications and validated manufacturing/sterilization processes. All components used in the manufacture of these lots were within specification. This report is considered closed.

Manufacturer narrative:
Acist consumable product used with the injector: hand controller: model atp54, lot 16816g; manifold: model bt2000, lot 48923215; syringe: model a2000, lot 48481070. Upon completion of the consumable DHR investigation, a follow-up report will be submitted. Device available for evaluation? Per acist standard procedure, acist requested that the user facility send the acist angiographic contrast injection system, model cvi, and consumable kits used during the event to acist for evaluation. The user facility has elected not to return the injection system, and the consumable kits used during the event were discarded by the user facility.

Event description:
It was reported by the user facility, that during a dilation of the pulmonary valve in a newborn patient with pulmonary stenosis, it was suspected that air was injected into the patient. After two ventricular injections of contrast media and after the exchange of four catheters, the physician introduced a new catheter in the patient via flushing. The physician saw air in the high-pressure tubing and immediately withdrew the catheter from the patient. The patient experienced blood pressure changes of 50mmhg to 40mmhg and blood oxygen saturation (spo2) of 80% to 40%. The patient recovered.